Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately fifteen weeks post implant of an implantable pulse generator (ipg) system, four days post open heart valve replacement and a mini maze procedure, it was noted that the right atrial (ra) lead exhibited high and unstable atrial thresholds. It was also reported that the ra lead exhibited no sensing and undersensing. Additionally, it was noted that the ra lead exhibited no capture. It was noted that patient experienced an accelerated junctional rhythm and the ra lead was reprogrammed, however the sensing did not recover and there did seem to be atrial capture with exit block to the rest of the atrium. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.